Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Update per facebook comment received: "not too keen on anything stryker makes had to have my hip replaced a year after I had it done because of metal shavings going into your blood stream causing high metal in the blood. No thanks."